Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-2324bcc, batch 15344494, was received for evaluation. Visual inspection revealed that the anchor was detached from the device and was broken in half; there was also only half of the anchor returned with the device. The distal end of the driver sleeve is also damaged. Functional testing was not performed due to the damage to the device. The most likely causes of the reported failure are misaligned insertion and prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor was pulled out when retrieving. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.